Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspections did not identify any particulate matter. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in an unspecified location of a small volume infusor. This was found after filling. There was no patient involvement. No additional information is available.